Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient tried to record a symptom episode, noise and loss of sensing due to loss of electrode contact in the device pocket was observed via remote transmission. There were no patient consequences and the patient will continue to be monitored.